Event description:
The patient is reportedly experiencing facial nerve stimulation, as well as, overly loud stimulations with his internal device. External equipment has been exchanged and programming adjustments have been attempted; however, this has not resolved the problem. Testing of the device showed that it is functioning. Surgery to explant the patient's device will be scheduled.